Event description:
The customer contacted abbott to report a problem with the accelerator automated processing system (aps). If the customer places the instrument in an "offline" status when the samples are being pipetted, the gate is activated before the pipetting sequence is finished, resulting in the tip crashing into the side of the tube, overturning it. The customer performed troubleshooting assays on the problem instrument and confirmed the issue. The customer performed the same troubleshooting assays on another instrument which performed correctly. The customer tried switching components between the two instruments and the problem continued. The customer was advised not to put the instrument in an "offline" status while samples are pipetting. It is unknown if there was impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.